Event description:
It was reported to medtronic minimed that the customer experienced critical pump error alarm, exposed to moisture, retainer ring damage, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. The customer reported that the retainer ring and the back of the battery compartment was damaged. The customer also reported that the pump was exposed to moisture and received critical pump error. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing white screen. After multiple attempts to download, the flashing white screen persisted. Unable to download history files and traces using thus software due to flashing white screen. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at select button and label damage (faded). In conclusion, unable to confirm customers allegations when the unit was received with an unexpected flashing white screen due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.